Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was gained via the radial vein. The 80% stenosed target lesion was located in a severely calcified and moderately tortuous anastomosed shunt. A non bsc 5f sheath was used. A 0.018" non bsc guide wire crossed the lesion then the sterling otw 4.0 x 40/80 (4f) was inflated, the balloon had a "dog bone" shape and did not fully expand. Initial balloon inflation was inflated to 14 atms for approximately 20 seconds when the balloon ruptured. The procedure was completed with a 4x40-75cm non bsc balloon catheter which was inflated to 22 atms for 60 seconds. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).